Manufacturer narrative:
The patient¿s weight was not provided. Approximate age of device- 1 year and 6 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was recently admitted for increased lactate dehydrogenase (ldh). Additional information requested but not provided.

Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. Although evaluation of the submitted system controller log file confirmed power elevations and corresponding elevations in estimated flow, a correlation between the device and the reported hemolysis associated with elevated lactate dehydrogenase(ldh) could not be conclusively determined. Review of the system controller log file also confirmed a no external power event captured on 27 apr 2018 at 7:56 pm due to a momentary power cable disconnection from external power. The event corresponded to a low battery hazard alarm and appeared to have occurred while the patient was exchanging power sources. The IFU explains at least one system controller power cable must be connected to a power source at all times and outlines how to safely switch between power sources. The system showed device operation above the low speed limit for the duration of the log file. Despite multiple requests, no additional information was provided. The patient remains ongoing on vad support with no further related issues reported. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Correction.